Event description:
It was reported that the cine function was not operating. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine disk and hard drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.